Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient had a tingle and zap feeling and a shocking feeling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy. It was reported that the patient did not like the settings due to charging everyday and being unable to lay on their back. No matter how low they adjusted the settings they still did not like it. They felt like they would get zapped on their back. During a later follow up visit they stated stimulation was good, like a waved pulse. They stated they would get shocked when blowing their nose. They liked only charging every two days, if that. The patient was reprogramed and the event was resolved. No patient complications were reported as a result of this event.